Manufacturer narrative:
Device returned to manufacturer but evaluation not yet performed. The introducer was not returned with the endoplege device. A device history review (DHR) was performed on 6/29/10 on the endoplege device and this device passed all manufacturing and sterilization inspections with no nonconformances. This event was determined to be reportable following edwards standard procedures.

Event description:
It was reported that the customer had difficulty getting the ep through the introducer. They were finally able to place the endoplege in the coronary sinus. They were not able to deliver cardioplegia and upon removal of endoplege at the end of the case, they noticed the catheter was kinked. No adverse patient events reported.

Event description:
It was reported that during an unknown procedure, the trocar was leaking the pneumo very badly. It was not possible to evaluate if it was because of the device or because of the universal seal itself. But the leakage was the worse when entering with a stapler and not even having any torque. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of two devices, no devices will be returning.

Manufacturer narrative:
Evaluation results: 8/10/10-the introducer was not returned along with the ep catheter so an evaluation could not be performed on the introducer. Since the evaluation of the product could not be performed the failure mode reported could not be confirmed, a CAPA is not required. Inspection of the ep catheter was performed and multiple kinks were observed along the length of the catheter shaft. One kink was observed at approximately 12.1 cm from the distal tip. A second kink was observed at approximately 20.5 cm from the distal tip. The lumen intended for delivery of cardioplegia was successfully flushed with water using a 35ml syringe. Interference fit of the introducer and the ep catheter could not be verified since the introducer was not returned. A device history record was performed for all 3 possible edwards introducer lots associated with the endoplege device. The dhrs did not have any non-conformances associated with them that were related to this customer complaint.